Event description:
My staff is telling me that the last 2 units we received are having issues with the male bit that goes into the machine. They're explaining to me that the plastic part is loose and it doesn't work as well. Device has visible wires.